Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision procedure due to pain. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.